Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 40 mg/dl in the morning. The patient treated with 4 glucose tablets and bg stabilized. The patient reported no symptoms. The patient and agent discussed that the low may have been a compression low caused by sleeping on the sensor site. No outside assistance or medical intervention was required. No hospitalization occurred and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.